Event description:
It was reported that stent damage was occurred. A 12mm x 4.00mm ion stent was selected. During preparation, the device was taken out of the package and flushing with saline was performed. The physician "felt like the stent was beveled." The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).